Event description:
Caller reported a malfunction on the pump; however, there was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur.